Event description:
It was reported that there was excessive shedding of multiple burrs. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.